Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by station offline. A field service engineer replaced drawer's controller board of full height cubie drawer 7. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system station offline (annfed-med). Customer tried to unplug and plug the station back but still showing black screen. The customer stated that they were able to remove the med from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.